Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow-up, this right ventricular (rv) lead was found to have high out of range pacing impedance and high pacing threshold measurements. Lead dislodgement was suspected. A surgical procedure was performed and this lead was surgically abandoned. A new rv lead was successfully implanted.